Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc221850e0. Model: sc-2218-50e. Serial: (B)(4). Batch: 7121404.

Event description:
It was reported that the patient was experiencing pain at the hip during the trial period. It was also noted that the left lead insertion site was slightly red. The patient was given an antibiotic ointment. No further information has been obtained despite good faith efforts.